Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during a pelvic floor repair with apical vault suspension and cystocele repair procedure performed on (B)(6) 2015. The patient also underwent a concomitant rectocele repair and single incision sling procedure. The procedure was completed without complications. According to the complainant, on the same day the procedure was performed, the patient experienced abdominal pain and was treated with hydrocodone, acetaminophen, and dilaudid. The event is currently resolving. Additional information received on july 7, 2015. On (B)(6) 2015, the patient experienced overactive bladder. No treatment was given and the event is resolving. On the same day, the patient also experienced left inner thigh numbness. No treatment was given and the event is also resolving.

Manufacturer narrative:
The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during a pelvic floor repair with apical vault suspension and cystocele repair procedure performed on (B)(6) 2015. The patient also underwent a concomitant rectocele repair and single incision sling procedure. The procedure was completed without complications. According to the complainant, on the same day the procedure was performed, the patient experienced abdominal pain and was treated with hydrocodone, acetaminophen, and dilaudid. The event is currently resolving.